Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 401 mg/dl. Customer¿s current blood glucose level was 444 mg/dl. Customer also stated that the when his blood glucose was 400 mg/dl and he took english muffin then his blood glucose went from 401 to 444 mg/dl. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.